Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with broken battery tube threads and stripped battery cap(p) coin slot. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack where the battery goes in. The customer stated that the insulin pump did not turn on and also battery cap was damaged. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. No harm requiring medical intervention was reported. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.